Event description:
The pt called lifescan and alleged the one touch fastake meter had segments missing. No medical attention sough or action taken by the pt following use of the meter. The customer care rep verified the issue. There is indication the product malfunctioned. The meter was replaced and return expected.